Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. The motor assembly and battery tube found with traces of corrosion per visual inspection. Unable to verify pump error 35 or perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was unknown. Customer stated that insulin pump was fall into the water. Customer will use backup plan for now. The device will return for analysis.